Event description:
The customer contact reported the device alarmed with malfunction alarms s321 (motor error) and s420 (led error). The device was returned to the biomedical department for an unspecified reason. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, malfunction alarm s321 was noted in the device history, but not duplicated during testing. No additional information was provided.

Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.